Event description:
The patient reported that they are unsure if their dbs is working. It was stated that it says it is charging/charged, but don't know if it is working or not as they have the shakes. On (B)(6), the patient reported a loss of stimulation, noting that they let their implantable neurostimulator (ins) get low, lost therapy, and began shaking on (B)(6) 2016. The patient has since charged their ins fully and is seeing the charge complete screen on the implantable neurostimulator recharger (insr). The patient programmer (pp) was left by the patient and was not with them, so they were not able to turn on stimulation at the time of the report. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp), reporting that the patient's ins was explanted on (B)(6) 2017 due to early battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to overdischarge(s). The ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharge(s) (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. The ins did not sync with a patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins output was tested at the cut end of the returned extension. No output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and no output was observed on all electrode pairs. Analysis observed the extension was not completely seated in the ins connector port. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)2017 and the battery was charged to 3.945 volts. On (B)(6)2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.